Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. Programming changes were made to resolve the issue, and the patient was stable.